Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic hysterectomy. Event description: during the procedure, the applied trocar experienced device failure when a clear seal component became dislodged from the trocar housing and fell into the patient's abdominal cavity. The foreign object was identified and retrieved. Intervention: the foreign object was identified and retrieved. Patient status: no clinical impact. The patient is fine.